Event description:
Customer reported a pump alarm during use, specifically alarm 20, which indicated an issue. The blood glucose level was recorded at 9.3 mmol/l, which was within normal range. Technical support assisted the customer with loading a new cartridge, but the alarm recurred, preventing successful resumption of insulin therapy. Customer reverted to using multiple daily injections as a backup insulin delivery method.